Event description:
Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" jam coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) male patient was treated with 2 cypher stent in the left circumflex after presenting with unstable angina pectoris. 18 months later, the patient presented with an acute myocardial infarction (ami). The patient subsequent died and autopsy findings indicate a localized hypersensitivity reaction and malapposition secondary to excessive fibrin.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00462 and 3003742446-2011-00463. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Please note that this medwatch is being unreported as this complaint was captured and reported under manufacturing numbers 3003742446-2011-00455 and 3003742446-2011-00454. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00462 and 3003742446-2011-00463.